Manufacturer narrative:
This report is submitted on 1 october 2020.

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site resulting in treatment with oral and topical antibiotics, however the issue could not be resolved; subsequently the patient underwent skin revision surgery to excise skin and remove abutment.